Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Photographic inspection was performed; however, the photograph was too blurry to detect the reported leak. Therefore, the reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked an unknown chemotherapy drug ¿out of the upper y-port where a piggy back would be attached." The reporter stated that the leak occurred 10 to 15 minutes into the infusion. The set was being used with a sigma spectrum infusion pump. There was no patient injury or medical intervention associated with this event. No additional information is available.